Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k: 130576. Batch history review: we have checked the manufacturing file of batch nr36982781 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in september 2021. Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident, occured the day after the implantation. If new element become available in the future, we will re-open this complaint. This is a rare incident, no corrective action is envisaged.

Event description:
On (B)(6) 2022, intravenous infusion port was implanted, and on (B)(6) 2022, it was used for intravenous chemotherapy. Adverse events: during the use on (B)(6), 2022, there was leakage of chemotherapy drugs, and the infusion port was separated from the catheter. Impact on the victim: massive subcutaneous edema on the right chest wall. Time for taking treatment measures: (B)(6) 2022. Treatment measures taken: adjust the infusion port and seal the local area for treatment. Time for improvement of adverse events: (B)(6) 2022.